Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and customer alleged they were not able to deliver a bolus. Customer¿s blood glucose level was 403 mg/dl at the time of incident. The customer¿s current blood glucose was 395 mg/dl. Customer treated their high blood glucose with manual injection. Customer redone the reservoir and tubing process, still they were unable to deliver the bolus. Customer did the self test and it was passed, but still bolus was greyed out. Customer restarted the insulin pump, but the issue did not solve. The insulin pump will be returned for analysis.